Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: component code: mechanical (g04)- rasp. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after broaching the tibia, it was noticed that the broach has broken teeth. The surgeon looked for broken metal inside the patient body and said nothing fell into the patient body. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6; h11. Visual inspection of the returned device found to exhibit minor signs of use and some of the broach teeth are worn chipped/ fractured. Measurements taken were conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.